Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that while on impella cp support the patient's urine became bloody after extracorporeal membrane oxygenation removed. The following day the pump was successfully explanted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae ( hematuria): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.